Manufacturer narrative:
This report is submitted on march 29, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced pain at the implant site. Oral antibiotics were administered (date and duration not reported). Subsequently, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device.